Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant products: cat unk ¿ lot unk - unknown vanguard xp femoral, cat unk - lot unk - unknown vanguard xp-tibial tray, cat unk - lot unk - unknown vanguard xp-medial bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10855, 0001825034-2017-10857, 0001825034-2017-10860. Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. The device history record review was unable to be performed as the part and lot number of the devices involved in the event is unknown. The reported devices are used for treatment. Unable to determine the compatibility with the available information. A complaint history search was unable to be performed as the part and lot number of the devices involved in the event is unknown. Review of the operative record indicates that the surgeon noted no complications. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
(B)(6) - it was reported that a patient underwent right knee surgery on (B)(6) 2014. Subsequently, post-operative pain and other experiences were reported at the follow up visits: 3 month eq5d - problems walking, problems performing usual activities and moderate pain; mkss - moderate continual anterior knee pain and housebound, with the use of crutches noted; 1 year eq5d - problems walking, problems performing usual activities and moderate pain; oxford - moderate pain, 5-15 minutes of walking before severe pain, moderately painful to stand up, extremely difficult to kneel, limping all of the time, pain moderately interfered with usual work, knee often felt it might give way, moderately difficult to do shopping and moderately difficult to walk down stairs; and mkss - moderate pain and housebound and continued use of crutches. At this time there is no indication of surgical delays or medical intervention. Satisfaction rating at 1 year was "not satisfied/ok but not perfect."